Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Occurrences of the customer report were observed during review of the device's activity log. The device passed the final test successfully, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to a patient (age and gender unknown) the device rebooted power continuously. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.